Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broach handles have become loose and won't lock into broach or implant well; easy for implant to fall off. They also toggle when surgeon is checking rotational stability of humeral component.

Manufacturer narrative:
The devices associated with this report were not returned. Follow up communication for product return was unsuccessful. A complaint database search on the provided product code identified similar reports. Previous reports found the holding post mechanism does not actuate the cam-lock arm fully at times for the size six broaches or implants. A pra was conducted and determined no patient risk. Information documented on (B)(4) that was released on (B)(6) 2013 via eco (B)(4). The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported devices were not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.